Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump got exposed to moisture. The customer's blood glucose was 600+ mg/dl. The customer stated that exposure occurred was during delivery of insulin on the insulin pump. The customer also stated that the reservoir leaks. The product was not returned for analysis.